Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the caller stated that the patient has noticed that during eri, the implanted neurostimulators compensate for the battery cell losing energy and the voltage dropping makes the patient's symptoms noticeably worse in the last 4 months before they hit eos. The caller mentioned that the patient had the original dbs devices and they were much better. The caller said that the therapy should always be the same, but the last 2-4 month have been terrible and even though the battery says it's good, it's very noticeably not good for the patient. The patient has been experiencing severe symptom changes. The patient has also tried different settings and they are all worse than the original settings. Patient rep requested to email a video of the patient's symptoms to be forwarded to the engineering team. No further action taken. The patient rep stated that the patient sees many healthcare providers.